Manufacturer narrative:
One fluid warmer was returned for evaluation. A l-70 test disposable was installed and powered on. Upon testing, it was noted that the led did not illuminate. This has confirmed the reported customer complaint. Upon removal of the front cover, it was observed that all four led indicators were missing. The cause of issue was determined to be that the front cover may have been installed incorrectly. Green "on" led illuminated and alarms were checked using all alarm test switch. Alarms functioned as intended. Main pcb found to be damaged due to mishandling. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 hotline low flow systems - hl-90 gave high temperature alarm. No death or serious injury was reported in connection with this incident.